Manufacturer narrative:
Patient codes: (B)(6) labeled. Internal file number - (B)(4). Correction - adverse event removed, product problem only. Type of reportable event: correction - serious injury changed to malfunction. Correction - patient code (B)(6) removed and replaced with (B)(6).

Event description:
Subsequent to the supplemental report, the small longitudinal splits found by returned device analysis are not indicative of polymer detachment and occurred between 5-6cm from the distal end of the backpeeled polymer. Therefore, there was no foreign material left in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. A 10 cm command 018 guide wire was used; however, the distal part of the device separated and the coating peeled off when removing the guide wire from an unspecified balloon catheter. There was no foreign material left inside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: patient identifier (B)(6). Correction: adverse event removed. Correction: serious injury changed to malfunction. (B)(4). Concomitant medical products: dilatation catheter: 018 cordis saber, 6mm .035 guide wire: 018 wire compatible 2mm , .035 terumo wire, starter wire sheath: 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional information was received. The lesion was a heavily calcified distal tibial artery that did not have any tortuosity. A non-abbott balloon catheter was also used and an attempt was made to check the position of the tip of the balloon catheter. Therefore, an attempt was made to re-position the command guide wire; however, it met resistance with the anatomy, non-abbott balloon catheter and a non-abbott guide wire during advancement and removal. The command guide wire was then removed independently and the polymer was peeled off. However, it did not separate from the command guide wire and it was removed from the anatomy. There was no device separation and no medical intervention was necessary. The guide wire was replaced with an unspecified device to successfully complete the procedure. No additional information was provided.

Event description:
Subsequent to the supplemental report, the returned device analysis revealed that the polymer coating at the distal end was torn, and part of the polymer coating was missing. Therefore, it cannot be confirmed if no foreign material was left inside the anatomy. No additional information was received.

Manufacturer narrative:
Patient codes: 2687 not labeled. Internal file number - (B)(4). Outcomes attributed to adverse event correction: removed required intervention to prevent permanent impairment/damage(devices), replaced with, other serious(important medical events). Correction - patient code 2687 was added and 2199 was removed.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspections were performed. The reported peeling was confirmed. The reported difficult to position and difficult to remove from a balloon catheter and guide wire were unable to be confirmed due to the condition of the wire. The reported difficulty to remove anatomy and physical resistance were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents, reported information and returned analysis there is an indication of a lot specific product quality issue due to polymer separations. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The noted polymer and core damages appear to be related to circumstances of the procedure. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.